Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09775. Related manufacturer reference number: 2017865-2020-09778. It was reported that the patient presented for the removal of the pulse generator, right atrial and right ventricular leads due to an infection of unknown etiology. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).